Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient recognized that the controller changed from one power port to the other one before batteries were down to 25% (>25%) and a loud alarm was associated with the event. No effect on patient and he was doing fine the whole time. No additional information provided. Investigation is ongoing

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Two batteries (bat206151 & bat206325) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Analysis of the battery (bat206151) revealed that the devices met specifications; the battery passed visual examination and functional testing. The reported power switching and 'loud alarm' could not be confirmed or duplicated at the bench level; the battery worked as intended. No failure detected; the reported event could not be confirmed or duplicated at the bench level. This is one of two reports (3007042319-2016-00765 and 00766) submitted for devices related to the same event.